Event description:
It was reported that a cartridge alarm 20 occurred during the load process, and the customer experienced a high blood glucose level. The specific value was unknown, but it displayed "high." As an outcome, the customer managed the situation with a correction injection via multiple daily injections and needed no third-party assistance beyond normal guidance. Tandem technical support arranged to replace the faulty pump with one having updated software, and the customer was advised on the necessary steps for using and returning the pumps.